Event description:
Pt underwent bi-lateral total knee arthroplasty in 2001 with history of infection and previous revision surgery on left knee. Pt returned to physician reporting sudden pain in right knee. Radiographs indicated tibial bearing component was worn and revision surgery performed to replace components in 2005.